Event description:
The customer stated that she rec'd a blood glucose reading of 55 mg/dl compared to a reading of 192 mg/dl on her nurse's meter. The difference between the readings falls in the "c" zone of the parkes error grid, making the diffrence clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for eval, and repalcement strips will be sent.